Event description:
It was reported that device movement occurred. In (B)(6) 2022, a left atrial appendage (laa) closure procedure was performed using a 31mm watchman flx laa closure device with delivery system (wds). Two partial and two full recaptures of the closure device took place during the procedure before the procedure was successfully completed. During a routine follow-up examination, (B)(6) 2022, transesophageal echocardiogram (tee) revealed the closure device had shifted within the laa. A minor peri device leak was observed although the second row of implant anchors remained engaged. The patient will undergo additional computed tomography (CT) scans going forward to monitor the closure device. No patient complications were reported.